Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting that the surgeon was using a bioknotless anchor for fixation in an arthroscopic shoulder repair. During the deployment of the device, the distal portion of the inserter broke off into the anchor and remains therein, captured in the bone. Although the surgeon was not able to retrieve the fragment, the procedure was completed successfully without further issue or harm to the patient. Complaint devices retained/discarded by facility.